Manufacturer narrative:
Weight, ethnicity, race-: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim #:(B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -8.0/+3.0/097 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault and refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as user error. The reporter states the surgeon positioned the lens in the wrong axis.

Manufacturer narrative:
Additional information: b5 - it was reported that on (B)(6) 2019 the lens was repositioned and this resolved the problem. H6 - patient code 3191: no code available (secondary surgery, lens repositioning). Claim#: (B)(4).